Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of discomfort the day following implant. Measurements were satisfactory and the patient was discharged. Approximately two weeks later the patient presented with acute pain and was transferred to a second facility where a cardiac perforation with pericardial effusion was diagnosed. A revision procedure was performed to reposition the lead in a high septal position and the patient discharged the following day with their condition having improved. No additional adverse patient effects were reported. This lead remains in service.